Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a motor error alarm and a no delivery alarm during bolus delivery. Customer's blood glucose was 600 mg/dl which was treated with manual injection. During troubleshooting, customer was able to prime. Caller inquired on open circle on insulin pump. Customer requested to be transferred and hung up the phone during transfer.